Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included the use of a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The patient experienced cardiac perforation in the left atrial appendage treated with surgical intervention. Abbott brk transseptal needle, abbott sl1 sheath were used for transseptal puncture. After trans-septal puncture during the transseptal phase, while exchanging the abbott sl1 for the vizigo¿ sheath, the physician noticed that the vizigo¿ sheath was in the left atrial appendage. The perforation and effusion were confirmed via intracardiac echocardiography (ice) using the soundstar catheter and fluoroscopy. A pericardiocentesis was performed, it was somewhat successful, at least 1,000 cc of fluid was removed. The staff was still evacuating fluid as they were transporting the patient to the operating room (or). The ablation procedure was aborted. None of the catheters/sheaths are available for return as they were discarded, and they were unable to document the lot number. The patient was reported to be in stable condition and had a successful operation to repair the perforation that caused the effusion. The patient has fully recovered. The physician indicated that they may have lost track of where the wire was during the sheath exchange and that the wire was coiled on the left side near the appendage. When the sheath was advanced, it was advanced into the appendage. The physician was not entirely sure if it was when they crossed with the sl1 sheath or the vizigo¿ sheath that caused the perforation. The physician suspected that it was during the sl1 because that is when the patients pressure dropped incrementally. When the vizigo¿ sheath was advanced, the patient¿s blood pressure was already low.